Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.